Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed false reactive alintiy I hiv ag/ab combo results generated on the alinity I processing module for one sample. The following data was provided: (B)(6) 2026 sid (B)(6) hiv ag/ab 1.57 s/co 1.57 s/co 0.42 s/co 0.50 s/co 3.78 s/co no impact to patient management was reported.